Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge decreased to multiple inaccurate fill estimates. Reportedly, the cartridge was filled with 300 units of insulin, and displayed 5 units within a day. Blood glucose level was 260 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin therapy.